Event description:
It was reported that (1) device was used during a resection. It was reported by the affiliate that the tlh90 instrument staples fell into the pt. The staples were retrieved from the pt.